Manufacturer narrative:
(B)(4). Batch # n5414g. Photographic evaluation: two photos were received; the first picture shows a blue reload from bottom view, the pan can be seen separated from the cartridge. The second picture shows a blue cartridge, the sled can be seen in its home position and three drivers can be noted to be detached from the reload. Based on the two photos provided, the event describe is confirmed.  Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results showed that one ecr60b cartridge reload was returned with 2 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that there was device breakage. During the sleeve gastrectomy, before used on the patient, opened the packing, found the device was damaged as the photos show, the drivers was detached from the device and the metal piece was loose. Another device was used to complete the surgery. There were no adverse consequences to the patient.